Manufacturer narrative:
The device was evaluated by the customer the morning after the event. The device had been charged overnight and indicated a battery calibration issue. The battery was calibrated and the device passed all testing. The issue was isolated to a lack of battery charge as this was the fire departments back up ambulance and defibrillator which had been running on battery power only for a while. The patient was in transport when the defibrillator shut down. The customer reported that the patient was treated at the emergency room unsuccessfully and passed away on (B)(6) 2015. The customer stated that the heartstart mrx was not thought to have influenced the patient outcome. The (B)(6) old male was being treated for cardiac arrest and had ¿too many pre-existing symptoms to list.¿ the customer tested the device with no trouble found and it remains at the site in use with no repairs or replacements required. The customer was informed of the need to charge the device more frequently. There is no indication of a device malfunction. Information suggests that the device ran out of battery.

Event description:
The customer reported that during use, the heartstart mrx unexpectedly shut down after delivering two shocks. The patient is deceased.